Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No investigation has been conducted as the resolution to the reported issue was confirmed over phone call with medtronic technical services (ts).

Event description:
A site representative reported that, while outside of a procedure, an error message appeared on the viewing station of the imaging system when starting the imaging system. It was reported that the system was restarted with the ethernet cable disconnected and the system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.